Event description:
The user reported that using a previously used order and incorrect demographics, resulted in an ECG being posted to the wrong chart. The user was unable to correct the error. There was no report of any adverse impact to the pt.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.